Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a ventricular tachycardia procedure, a rhythmia mapping system and intellanav stablepoint open-irrigated catheter were selected for use. During the procedure the patient experienced cardiac tamponade likely due to transeptal puncture. There were no performance issues noted with the intellanav stablepoint catheter. Cardiac surgery was performed to resolve the tamponade. The patient's condition is stable.